Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose levels reached 300 mg/dl while wearing the pod between 4 and 24 hours. It was reported that the pink slide did not move forward, was not visible in the viewing window and when the pod was removed the cannula was not visible. This indicates a failure of the needle mechanism to deploy as intended during activation. To treat the issue, a new pod was applied.

Manufacturer narrative:
The pod was received fully deployed. The pod data showed the device ran for more than 200 pulses and indicates typical user device interaction. No damages or deficiencies to the needle mechanism were observed. No damages to the environmental seal or bottom housing were observed. The needle mechanism was reset and redeployed successfully using the lock and load fixture. No problem was found.